Event description:
The customer alleged foggy haze in the room due to an oil mist. The unit was not in use. The customer stated that no injuries were reported. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) reported after arriving onsite, the sterrad nx just completed a cycle with no evidence of oil misting. The fse inspected the unit and performed a successful empty cycle with all panels off. No evidence of oil misting. The unit met the manufacturer's specs.